Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few moths. Review of the pump data logs by tandem technical support showed the pump battery depleted from 45% to 5% within minutes. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.